Event description:
The customer reported a leak from a coulter lh 780 hematology analyzer. The volume of the leak was 30 ml and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat when the leak occurred. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event. The customer reported that differential quality control (qc) and background results were out of specifications at the time of the event, but did not provide instrument printouts. The customer checked the instrument and found cut tubing at pinch valve vl48b. An in-house biomedical engineer also checked the instrument and found a crack in the differential mixing chamber vc25. The biomedical engineer replaced the differential mixing chamber as well as the tubing at pinch valve vl48b. The instrument was able to run without leaks.

Manufacturer narrative:
The in-house biomedical engineer was able to resolve the leak. Beckman coulter (bec) field service was not dispatched to evaluate the instrument. (B)(4).